Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
If was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: rebooting itself in the middle of a procedure. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Probable root cause can be attributed to an issue with the software application. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
If was reported that there was loss of image.

Manufacturer narrative:
Updating FDA registration number to: 0002936485 - endoscopy (san jose).

Event description:
If was reported that there was loss of image.